Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer were experiencing high blood glucose. Blood glucose level was 422 mg/dl and 208 mg/dl, 440 mg/dl. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer treated with manual injection and insulin pen. Customer declined troubleshooting for high blood glucose. It was unknown whether the customer was using automode. Customer stated insulin pump did not gave any alarm to customer. The insulin pump will not be returned for analysis.